Event description:
It was initially reported that the product was used for adhesion prevention during laparoscopic lysis of adhesions and drainage of cyst of righy ovary. It was reported that the family member stated "family member was on the internet site and saw that the product is not to be used laparoscopically, yet it was in the pt's case. The family member is complaining of a swollen face, feet, nausea, abdominal pain." The family member states they have contacted the physician to treat the complaints of the pt. The consequence to the pt is unk. Additional info provided in 2003 by the pt's family member noted that a surgeon completed (the pt's) surgery and instilled gynecare intergel at the conclusion. A different physician, who is in the same practice, saw the pt post-operatively. She determined that the pt was having a reaction to gynecare intergel. The pt is very sensitive. The pt had to keep going to the emergency room; pt would break out in a sweat, have a fever, pain, their hands, feet and face would swell. Pt was given antibiotics but was not feeling well for weeks. Pt is currently doing better however their family member is very concerned with the reaction the pt had to what they believe was the gynecare intergel. Additional info provided by the physicianin 03/2003 further defined the event as follows: "the surgeon performed a laparscopic lysis of adhesion in 1/2003. At the conclusion of the procedure he instilled 300 ml of gynecare intergel. Two days later the pt was seen by a physician who is in the same practice. The pt had developed diffuse abdominal pain accompanied by nausea and edema of their face and hands. Their white count was normal and pt had low-grade fever. Pt was subsequently treated by their family physician with a steroid dose-pak. The physician feels that the abdominal pain may have represented a foreign body reaction initiated by gynecare intergel."